Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that there was a pump stoppage occurred and the patient was taken off support. Technical services reviewed the submitted log files, and a pump stoppage was confirmed. The patient was placed on dobutamine. On (B)(6) 2018, it was reported that the patient experienced cardiac recovery. No further information was provided.

Manufacturer narrative:
The reported pump stoppage on (B)(6) 2018 was not captured in the log file and could not be confirmed through this evaluation. The pump stoppage beginning on (B)(6) 2018 10:24am corresponded to alarms for low speed and low flow hazard, and driveline fault alarms. No motor stop commands were captured. Based on previous complaint experience, the captured pump stoppage on (B)(6) 2018 appears consistent with the driveline being severed as the patient is taken off device support. The account reported the patient recovered and is no longer on vad support. No indication was made that the vad was explanted. Despite multiple requests, no additional information was provided. The evaluation could not confirm a device related issue. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.